Manufacturer narrative:
Complaint conclusion: the physician used a palmaz genesis stent (long gen / pro 29 x 10 bil 80) during a iliac angioplasty case. While advancing to the lesion, the palmaz genesis stent detached from the balloon and "fell" off in the artery but not where it was planned. The physician was forced to inflate the stent at that location. The device was replaced and the procedure was successfully completed. There was no reported patient injury. The lesion was moderately calcified. The device was not being used for treatment of a chronic total occlusion. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. There were no anomalies noted during or after the device was prepped. There was a little resistance met while advancing the device over the guidewire. There was no excessive force used at any time during the procedure. The product, or any of the other devices used with it, had not been resterilized. There was no attempt made to recapture the stent. There was no overlap with the two stents. The additional stent expanded fully with good wall apposition. The new device used was a cordis stent. The device was not returned for analysis. A device history record (DHR) review of lot 17572977 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ and ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification or procedural factors and handling factors may have contributed to the reported event, as the use of a biliary stent in the vasculature is considered off-label usage. According to the safety information in the instructions for use ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system for use in the vascular system have not been established. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the physician used a palmaz genesis stent (long gen / pro 29 x 10 bil 80) during a iliac angioplasty case. While advancing to the lesion, the palmaz genesis stent detached from the balloon and "fell" off in the artery but not where it was planned. The physician was forced to inflate the stent at that location. The device was replaced and the procedure was successfully completed. There was no reported patient injury. The device was clinically used and will not be returned for analysis. There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. The stent was properly mounted on the system when inspected prior to use. There were no anomalies noted during or after the device was prepped. There was a little resistance met while advancing the device over the guidewire. There was no excessive force used at any time during the procedure. The lesion was moderately calcified. The device was not being used for treatment of a chronic total occlusion. The product, or any of the other devices used with it, had not been resterilized. There was no attempt made to recapture the stent. There was no overlap with the two stents. The additional stent expanded fully with good wall apposition. The new device used was a cordis stent.